Event description:
Additional information was received from the patient on july 11, 2016, stating that they patient went to a neurosurgeon and that that the issue was fixed with a paddle. The patient reported that the issue was resolved and some days were better than others.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported when they were first implanted, their pain management healthcare professional (hcp) did the surgery and they didn¿t know why they allowed pain management hcps to do surgeries. It was stated the hcp put the implantable neurostimulator (ins) low in their butt area. The ins tilted and then the leads moved. When the leads moved, the surgeon said ¿let¿s fix both.¿ the surgeon fixed everything in (B)(6) 2016. They put a new paddle lead. The patient asked the surgeon to move the ins, but they were sure they could fix it and didn¿t want the patient to have 2 incisions.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016. Product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The patient implanted for non-malignant pain reported via the manufacturer representative (rep) that they lost knee coverage. They w ere having breakthrough knee pain. X-rays were done. Options were going to be discussed with the healthcare provider (hcp) and reprogramming was going to be attempted at the wednesday appointment. No events led to this issue. There was no improvement. The issue was not resolved. The patient was alive with no injury and no surgical intervention occurred or was planned. Additional information received from the rep in response to follow-up reported no new information was known as of 2016-apr-18.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on may 9th 2016 stating that they were not sure regarding any contributing circ umstances, but they woke up in the morning and noticed "vibration" was in the back of their legs, butt, and feet. They tried reprogramming to resolve the loss of knee pain coverage, but it did not help. Their doctor had determined that the leads had slid down to the middle of t11. They needed them to be "at the top". They were referred to another physician, and they were going to see them the next week for a consult regarding the placement of a "paddle".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.